Event description:
A per facility letter dated 10/25/96, a 79 yr old male had just finished his bath & was being dressed. He was sitting in the tub chair which had been transferred to the carrier. The aide did not notice that the locks had not engaged. As she pulled the carrier away from the tub, the chair rolled off the carrier. The client sustained 2 1/16" lacerations on left buttock and had a slight redness on the back of his head.